Event description:
It was reported that the patient stated that one of their leads may need to be replaced, but they did not say which lead or why it needed to be replaced. Both leads remain in use. Follow up was attempted for further information, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 553453 implantable pacing lead, (B)(6) 1996. (B)(4).